Event description:
Implant and warranty registration form was received that indicated the patient underwent a full revision due to high impedance. Further follow up confirmed that the generator was replaced prophylactically due to desire for a new generator model. It was reported that the explanted products were discarded by the explanting facility; therefore, return of the suspect product is not expected to date. No additional relevant information has been received to date.